Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that on the patient underwent a surgery with anterior approach at one forseen level due to disc degeneration. During the surgery, when the patient was on the table, the instrument was found to be received in wrongly assembled state. The operation was stopped before incision of the disc at the time when it was discovered that the instrument did not work in the correct way, although it looked normally assembled at the first sight. The product did not come in contact with the patient. There was a week's delay for the second operation for the prosthesis implantation. The patient was re-operated on (B)(6) 2017 successfully and prosthesis was implanted.

Manufacturer narrative:
Product analysis the item was received mis-assembled, but did not appear to be damaged. The item is ~12 years and had witness marks on the instrument indicating that in had be taken apart before , likely for cleaning. At this time is would appear that this was not a manufacturing issue but that the item was mis-assembled in the field at some point. If information is provided in the future, a supplemental report will be issued.